Manufacturer narrative:
The complaint lens was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient experienced a drop in vision (20/150) with moderate keratitis ten days post-surgery. Keratitis followed by chroid macular edema (cme) are resolved by medication. Approximately two months post-surgery contraction of the lens capsule which caused the lens to form a z shape in the left eye of the patient was observed. This condition was attributed to ¿hypercontraction¿ of capsular bag, and lens rotation was deemed necessary. Three weeks post onset a corrective surgery to reposition the lens and place a capsular tension ring (ctr) was performed. Due to resistance of the superior haptic, ctr was not placed, and reposition was only partially successful. The patient is recovering and being monitored by the doctor.